Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that, during a right shoulder arthroscopic cuff repair, the nitinol wire on the lasso curled up after retrieving. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. Visual inspection revealed that the triangular tip of the 90° curve straight, quickpass lasso was deformed and curled. No issues were observed on the shaft or handle of the curve straight quickpass lasso, final assembly. Functional testing was performed with the lasso wire returned, successfully moving the wheels and enabling the wire to be pushed forward and backward through the shaft's inner diameter and handle. The most likely cause of the reported failure can be attributed to user error due to excessive force used during use when the suture wire was passing/pulling from the tip.